Manufacturer narrative:
There was no lot number provided for the returned product. However, one unit of model 5640 turnpike 135 cm spiral catheter was returned to vsi for evaluation. The distal tip of the turnpike was severely damaged and a small piece was missing. The ptfe inner layer was exposed at the distal tip. Sanding marks were present on the tungsten tip and the shaft of the turnpike was wavy. This damage is consistent with over torquing against resistance. The turnpike IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury."

Event description:
Tip of the turnpike spiral broke off, and still remained in the patient. Snaring was unsuccessful. Stenting the tip to secure it was not possible; the tip migrated into a collateral vessel. Physician said it was a very tough lesion and not the device's fault. No follow up required. Patient outcome was reported as angioplasty completed.